Event description:
It was reported that the right ventricular (rv) lead exhibited non-sustained ventricular oversensing episodes and loss of ventricular capture. It was noted auto-capture was turned on and output measurements were reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).